Event description:
During the paroxysmal atrial fibrillation procedure, a sheath was inserted into the right atrium, and septal puncture was performed with an rf needle from japan lifeline. Air was aspirated when negative pressure was applied. It aspirated air several times, but the issue persisted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Air intrusion into the patient's body has not been confirmed. No additional venipuncture was performed for sheath replacement.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.